Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and a hemostatic valve separation issue occurred. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium hemostatic valve broke upon opening the package. A new sheath was used and the procedure continued. There was no report of patient consequence. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. With the information available, this event was assessed as a MDR reportable hemostatic valve separation issue.

Manufacturer narrative:
Additional information was received on 9/15/2020. When the tech opened the package and flashed the sheath that¿s when she realized the valve was broken. Initially the issue was assessed as a hemostatic valve separation. The biosense webster, inc. Product analysis lab received the device for evaluation on 9/17/2020 and observed that the device was returned in the condition reported as the hemostatic valve was dislodged inside of the hub. This issue remains assessed as MDR reportable. The device evaluation was completed on 9/24/2020. It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and a hemostatic valve separation issue occurred. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium hemostatic valve broke upon opening the package. A new sheath was used and the procedure continued. There was no report of patient consequence. The device was visually inspected and the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve since stress marks and physical damage on the outer diameter were observed under microscope which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: - always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. - do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record evaluation was performed for the finished device, and no internal action related to the complaint was found during the review. The issue reported by the customer was confirmed. It appears to be related to the incorrect introduction of the vessel dilator. The odp (optimal device performance guide) provides additional instructions on how to insert the dilator into the sheath. In addition, there is evidence that the device was manufactured in accordance with documented specification and procedures. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).